Manufacturer narrative:
(B)(4). The insulin pump was received with cracked case at display window corners, reservoir tube, reservoir tube window and battery tube threads. The device was received with severely scratched lcd window. The device was programmed with a 35.0 unit per hour basal rate. The device was monitored for two hours and delivered the basal profile properly.

Event description:
Customer reported the insulin pump had scratches on the insulin pump. Customer's blood glucose was 117 mg/dl. Customer reported the screen had three scratches across the screen horizontally and several smaller scratched on the screen, which made it difficult to read. Customer wore the device in her bra after her belt clip broke and thinks that was wear the scratches occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.